Event description:
It was reported to ge that a patient suffered a perforated esophagus during a transesophageal echocardiography exam. The patient was then hospitalized and underwent a thoracotomy with drainage of the posterior mediastinum and was administered antibiotics.

Manufacturer narrative:
Device was evaluated by the manufacturer and determined to be within specification except for accuracy of thermal measurement. Overall condition is typical for a probe having one year of use.